Event description:
It was reported that during a sigmoid colon procedure, the device did not cut through the bowel. The device had misfired. As a result, the anastomosis was compromised. They took the anvil out through the anastomosis. Fired another flex firing across the bowel, then opened a second device; inserted it, fired and it worked properly. The surgeon heard and felt the crunch of the washer on the firing with the first device. The pt is okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.